Event description:
Boston scientific received information that this right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the pacing system remains implanted at this time as measurements are now between 90-100 ohms. No adverse patient effects were reported.

Event description:
Additional information received indicated that another red alert was detected for high shock impedance measurements which was found to be an ongoing issue. A defibrillation threshold (dft) test was done with normal shock impedance measurements. No revision procedure was yet taken or planned. The patient will continue to be remotely monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.